Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged machine is not giving enough air, waking her up in the night and not being able to breathe. The patient also alleged that the machine is not giving enough air. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation, user hangs up when contacted for the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.